Event description:
A customer observed a negative (non-reactive) ahbc result for a pt sample tested on the vitros eci analyzer. This result did not agree with results of the pt obtained from alternate ahbc methods. A second sample from the same pt gave similar results. The second sample was sent to an alternate lab for additional testing and ahbc was positive with an alternate method. False negative results may lead to inappropriate physician action. The result of this event was not reported. There was no allegation of pt harm. This report corresponds to ortho clinical diagnostics inc complaint. Additional occurrences of this event are reported on MDR 9680658-2008-00321 and 9680658-2008-00324.

Manufacturer narrative:
Investigation into this event is unable to conclude a root cause although the most likely root cause is the presence of an unk interferent in the sample. The user was unwilling to provide a lot # for the reagent in question and was unwilling to provide additional info to assist the investigation. The root cause of the event is unk.